Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The investigation regarding the reported ventilator event has been finalized. No goods were returned for investigation, the evaluation of the returned device logs can confirm the generation of the technical error alarms at the date of event. The log shows that system pre-use check passed without deviations both prior and after the event. There are no other technical alarm findings that could indicate a permanent device malfunction. The unit was investigated by the local representative at the hospital, the device control printed circuit board was replaced and the system software was reloaded. No malfunctions was verified during this investigation. The device have been returned back for clinical service. Our investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while connected to a patient the ventilator generated technical error alarms and stopped ventilating. The patient was bagged and the ventilator was swapped. There was no harm to patient. (B)(4).